Event description:
The customer reported that during a saphenous vein harvesting procedure, the unit became lodged inside the patient, but was removed from the patient. It was also reported that the unit was "too short". The procedure could not be performed as intended so the case was converted. The patient's leg had to be cut open in order to complete the case. No additional complications were reported.